Event description:
Customer requested log review to identify programming for an apparent over infusion and the significance of a noted channel error. Medication was octreotide 600 mcg in 60 ml, order was for 62.5 mcg/hour x 36 hours. Concentration was 600 mcg in 60 ml (10 mcg/ml). Nurse reports that pump was beeping infusion complete but syringe was only started approx an hour before. When the infusion was initially started, the nurse noted the pump was indicating a channel error. The nurse tried to restart the pump and identify issue but was unable to do so. A second nurse came to the room, detached and reattached the pump and restarted the infusion. Reportedly there was no indication of any problems from the pump. Physician was notified of the over infusion, medication was stopped, pt was placed on telemetry and blood sugars were monitored. Customer reviewed logs. Customer reported that logs show that an infusion was started at 62.5 ml/hour at 04:06:58 am, but he cannot determine how infusion was programmed. He cannot find the original infusion programming or why the rate was 62.5. Rate should have been 6.25 ml/hr.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received but the investigation is not yet completed. A follow up report will be submitted once the investigation has been completed.